Event description:
Related manufacturer report number: 1627487-2021-00739. It was reported the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post operatively. During the ipg replacement procedure, lead fracture was observed. No intervention is planned to address the fracture as of yet.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the patient's lead was explanted and replaced with no complications.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.